Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultraeasy meter read inaccurately high compared to laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on the morning of (B)(6) 2017. The patient reported obtaining blood glucose readings of ¿19.4 and 11.8 mmol/l¿ with the subject meter and ¿17.0 and 10.1 mmol/l¿ respectively on the laboratory device. The tests were performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for accuracy. The patient manages her diabetes with insulin (dose adjusted based on meter readings and carbohydrate intake). In response to the alleged issue, the patient claimed she increased her dose of insulin. The patient reported developing symptoms of ¿shakes and weakness¿ after the reported inaccuracy issue began and claimed she treated herself with sweets on (B)(6) 2017 at 3:00 am in response to the symptoms. The patient denied using any other device to test her blood glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The products involved in the complaint were requested back for investigation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.